Event description:
It ws reported that the device failed the power-on self test. There was no patient use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.